Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s cardiac arrest and subsequent expiration; as the patient was connected to the liberty select cycler at the time of the event(s). However, per the pdrn, the cardiac arrest and death were unrelated to pd therapy and/or any fresenius device(s) or product(s). The patient¿s comorbidities included unspecified cardiac issues and surgical intervention was reportedly not an option. Cardiovascular related deaths are the leading cause of mortality in the esrd population. Additionally, the patient was being treated for calciphylaxis which is known to lead to calcification of vessels and ischemia. The liberty select cycler can be disassociated from the event(s) as there is no allegation or objective evidencing indicating a deficiency or malfunction is associated with these event.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired during their peritoneal dialysis (pd) treatment.. The peritoneal dialysis registered nurse (pdrn) stated that the patient¿s cause of death was cardiac arrest. The patient reportedly had an extensive cardiac history (specifics not provided) and was not a candidate for surgery. Although the death was unexpected, the pdrn stated they did not believe it was related to pd therapy or a fresenius device or product. The patient was performing ccpd therapy at the time of their death, however the pdrn stated they were only connected for 22 min. The family found the patient unresponsive, began cardiopulmonary resuscitative (CPR) measures and called emergency medical services (ems). Ems arrived approximately 10 min later and continued CPR for an additional 30 min. The patient was never revived, and the pronouncement of death occurred in the home. Additional information was requested; however, no further details were provided.